Event description:
The dermatologist prescribed nuvail to strengthen my fingernails and remove ridges, etc. I put on my nails nightly before bed. I reapplied it nightly for 7 nights. The instructions said to remove it with nail polish and then reapply it nightly again. In (B)(6) I noted that I presented allergy type symptoms: stuffy nose, runny eyes, needed to use my rescue inhaler daily, continued use of allergy pills, coughing, etc. By this time in the year, I should not be presenting these types of problems. I saw an ent doctor. He scoped my nasal passages which were swollen. He referred me to an allergist. I had the full round of testing to determine the cause. I was told to continue my nasal spray and take the long acting inhaler morning and evening. I continued to have the same problems. I researched the meds I was taking. Nuvail does not list all of its ingredients on the packaging and there was no insert the pharmacist could give me. She said it was a fairly new med when I started on it. Further research revealed the ingredient lysonatate (sp.) Which is a polymer used in factories to produce synthetic products. It was found to produce allergic reactions in people exposed to the product. When I read the list, my symptoms matched it. Immediately I stopped using the product. I removed it from my nails. I put the bottle of remaining nuvail in a plastic bag and tied it tightly. I discarded it the next morning. My symptoms subsided, but I have noted a need to continue to use my long acting inhaler daily. I connected the company via email. I was asked to call someone and we had a lengthy discussion. She was using the product well, but stated she was not having the same issues as me. I am submitting this info to your organization for consideration. Thank you. Dose or amount: apply to fingernails, frequency: at bedtime, route: applied to a surface, usually the skin. Dates of use: (B)(6) 2013 - (B)(6) 2014. Diagnosis or reason for use: to strengthen nails, remove ridges.